Event description:
The pt received his scs system, including an ipg, on (B)(6) 2008. The pt reported feeling overstimulation from his ipg while enabling stimulation via his device magnet. The pt is undergoing further evaluation and was referred for x-rays of his scs system. The pt is working closely with his physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.